Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's time was blacked out and could not be changed. Blood glucose level at the time of the incident was not provided. The customer was advised that the time was not adjustable due to the device's settings. Customer also reported that she had been experiencing low and high blood glucose levels recently. Customer stated that during highs due to the pump suspending, she experienced blackouts, and vomiting. Customer stated that she would consult her health care provider. The insulin pump was not replaced or returned for analysis.